Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the left posterior descending (l-pda). Approximately 32 months post index procedure, patient suffered gi bleed and antiplatelet medication was interrupted. Investigator assessed this event is not related to the study device.